Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure via the right femoral artery, pre-dilation was performed with balloons using a medtronic sheath. The transcatheter heart valve was successfully implanted. Closure of the access site was performed and assessed with angiography using contrast injection, which showed no flow. An ultrasound examination was subsequently performed and revealed a fistula in the right iliac artery. The patient was consulted with a vascular surgeon and was planned for surgical repair of the vessel. The vascular complication was resolved with repair of the vessel. Additional information was received indicating that the minimum diameter of the uncalcified access vessel was 5 mm. Per the physician, the delivery catheter system did not contribute to the fistula. The cause of the fistula was unspecified, however.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure via the right femoral artery, pre-dilation was performed with balloons using a medtronic sheath. The transcatheter heart valve was successfully implanted. Closure of the access site was performed and assessed with angiography using contrast injection, which showed no flow. An ultrasound examination was subsequently performed and revealed a fistula in the right iliac artery. The patient was consulted with a vascular surgeon and was planned for surgical repair of the vessel. The vascular complication was resolved with repair of the vessel.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date (B)(6) 2025; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.